Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. In addition, high out of range pacing impedance measurements on the right ventricular (rv) lead were also observed. As a result, one inappropriate shock was delivered. Subsequently, tachy therapy was disabled. Technical services (ts) suspected of possible rv lead fracture, but it was not conclusive. A system replacement was scheduled, and temporarily, an external defibrillator was utilized. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6, device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. In addition, high out of range pacing impedance measurements on the right ventricular (rv) lead were also observed. As a result, one inappropriate shock was delivered. Subsequently, tachy therapy was disabled. Technical services (ts) suspected of possible rv lead fracture, but it was not conclusive. A system replacement was scheduled, and temporarily, an external defibrillator was utilized. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and h6, device codes. Follow up report 1 (correction): this report is being submitted to update section h6, device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. In addition, high out of range pacing impedance measurements on the right ventricular (rv) lead were also observed. As a result, one inappropriate shock was delivered. Subsequently, tachy therapy was disabled. Technical services (ts) suspected of possible rv lead fracture, but it was not conclusive. A system replacement was scheduled, and temporarily, an external defibrillator was utilized. No additional adverse patient effects were reported. This ICD remains in service. Additional information indicated that this ICD was successfully explanted. No additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific.